Manufacturer narrative:
Due to character restrictions in block e1 initial reporter: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit had blood back issue and blood was found in the safety disk and pneumatic module.

Manufacturer narrative:
Updated fields: b4, d9, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions, component code), h11. Corrected fields: b5, h6 medical device problem code. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse reported that the unit was alarming ¿augmentation below set limit¿. The unit was taken to the biomed dept for inspection. While inspecting, blood was found in the safety disk and pneumatic module. Fse replaced the pneumatic module assy, completed diagnostic calibration, safety, and performance test. The unit was returned to use. No harm reported.

Event description:
It was reported that while the unit was on a patient, the cardiosave intra-aortic balloon pump (iabp) unit was alarming augmentation below set limit. The unit was taken to the biomed dept for inspection. While inspecting the blood back issue and blood was found in the safety disk and pneumatic module. There was no patient harm reported.